Manufacturer narrative:
H.6. Investigation: as no physical sample, picture sample, nor lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. DHR could not be performed due to unknown lot#.

Event description:
It was reported that the needle 30ga 1/2in experienced foreign matter in device cannula/needle/syringe or any fluid path component. The following information was provided by the initial reporter: the customer reports product has ¿water drops appearing on the needles,"the product has been subject to the safety notification.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the needle 30ga 1/2in experienced foreign matter in device cannula/needle/syringe or any fluid path component. The following information was provided by the initial reporter: the customer reports product has ¿water drops appearing on the needles,"the product has been subject to the safety notification